Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient noticed more static on their body. While typing on their computer the patient reported lightning bolts coming out of their finger, and feeling pain from static coming out finger constantly. They felt like the static had affected their implant, and stimulation had decreased, but after using the patient programmer (pp) to check stimulation it had not changed. No additional symptoms, and no additional complications were reported for this event.